Event description:
Lost down to 85 lbs, after mentor textured implants placed in 1997. Systemic lupus, rheumatoid arthritis, epilepsy, kidney failure, porphyria, rheumatoid vasculitis, giant cell arteritis, (B)(6), afib, ibs, ibd, basal and squamous cells in mucosa, gerd, esophagitis, colon masses, adenomatous polyps in colon, bedridden, can't drive, unstable blood pressure, oxygen in 80s on 2 liters, hair loss, migraines, visual disturbances, tinnitus, left renal artery failing, oral issues, muscle wasting, cachexia, joint pain and deformity, myositis, polymyositis, dermatomyositis, swollen lymph nodes, dysphagia, memory loss, abnormal lab work, macrocytic anemia, albumin and calcium low, protein low, hypertension, hypoglycemia, chronic pain and fever. Pcp and neurologist recommended my mentor textured implants be removed. Meds dispensed at health dept for 6 months. FDA safety report ID# (B)(4).